Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep could not confirm the reported issue during inspection of the navigation equipment. The instruments were not replaced. The navigation equipment passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Site physician, dr. (B)(6), declined to provide patient information for this procedure. Return requested for small passive reference frame and passive planar sharp probe on 07/29/2016. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the frame and probe failed to be recognized by the navigation system. The surgeon opted to discontinue the use of the navigation system to continue the procedure. Probable cause was considered to be due to technique in attaching passive spheres. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.